Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, the forceps elevators had foreign material present. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. Though it is possible that the user may have deviated from the recommended instructions provided on the instructions for use (IFU). If additional information becomes available following the device evaluation, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.

Event description:
While evaluating an olympus duodenovideoscope, it was discovered that the forceps elevator had foreign material present. There was no patient involvement during this event.